Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving unknown morphine (25mg/ml at 3mg/day) via an implantable pump. The indications for use was unknown. It was reported that the patient had their pump replaced on (B)(6) 2024, and the catheter was not replaced as it had aspirated and cleared of drug. A catheter and catheter access port priming bolus was programmed and the patient resumed their previous daily dose as the previous pump. On the early morning of (B)(6) 2024, the patient contacted the manufacturer representative (rep) via phone call and stated that they had gone to the (ER) for symptoms of opioid withdrawal. The rep advised the patient to contact their managing healthcare provider's (hcp) office and let their on call staff know. The rep also contacted the managing physician to let them know. The patient was given instruction on (B)(6) 2024 to return to the hospital where the pump replacement procedure was done. The patient was admitted to the hospital for further observation. The pump programming report was reviewed and all was normal. The patient was also able to initiate a bolus with their personal therapy manager (ptm) device. The ptm showed that the bolus was delivered. The rep asked the patient if they heard any alarm sound coming from the pump, and the patient and spouse did not. After the patient was admitted to the hospital and given morphine via alternate route, the withdrawal symptoms improved. A catheter revision was scheduled for (B)(6) 2024. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information updated patient date of birth.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, during the revision surgery, cerebrospinal fluid (csf) was withdrawn to clear the catheter of drug, but the return was sluggish. Approximately 0.3ml was aspirated. The cause of the withdrawal symptoms and catheter issue was not determined. The withdrawal symptoms were resolved after the catheter was replaced on (B)(6) 2024. Per the reporter, the catheter would be sent back to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the catheter found no significant anomaly, catheter body; torn or broken or melted at or after explant, did not affect infusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.